Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure while flushing the sheath, saline came out of the valve. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.